Manufacturer narrative:
Chih-yuan wang, ti-hsuan chien, chih-ying chien. "The mentoring effects of learning curve of total extraperitoneal hernioplasty: the cusum analysis of the pioneer and second-generation surgeon". Surgical endoscopy (2025) 39:3337¿3345. Https://doi.org/10.1007/s0046 4-025-11729-x. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 185 cases of total extraperitoneal hernioplasty for inguinal hernia was completed between 2016 and 2021. The folding mesh was used for inguinal hernia repair without fixation. Complications included two patients under the pioneer group that had hernia recurrence. The mentoring effects of learning curve of total extraperitoneal hernioplasty: the cusum analysis of the pioneer and second-generation surgeon 10.1007/s00464-025-11729-x.

Manufacturer narrative:
Additional information: g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted a mesh slightly folded but well positioned into the abdominal wall. It was reported that hernia recurrence occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the possible complications associated with the use of parietex¿ hydrophilic 2-dimensional mesh, parietex¿ hydrophilic 3-dimensional mesh and parietex¿ hydrophilic anatomical mesh are those typically associated with surgically implantable mesh: acute and chronic pain, allergic reactions to the components of the product, extrusion/erosion, hematoma, infection, inflammation, recurrence and/or seroma. Other possible complications inherent to the surgical procedure may occur, including but not limited to trocar site herniation and organ injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.